Event description:
It was reported by the customer "can't clear the gen 25:11 error and after reboot, saw gen 25:8 error too" which resulted in the need for an additional exposure to complete the exam. A field service engineer (fse) was dispatched which confirmed x-ray tube large filament is open. The fse replaced x-ray tube and performed all necessary calibrations. System passed all tests and meets all manufacturer's specifications.